Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) attempted to deliver five shocks on a stored ventricular episode but were aborted due to high voltage detected. One shock was delivered at a lower voltage energy which did not convert the arrythmia, and the rhythm later self-terminated. The right ventricular (rv) lead defibrillation impedance was below 20 ohms during the lower voltage shock, which was low out of range. This is indicative of a short circuit protection. Technical services recommended device and lead replacement. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.